Event description:
It was further reported of a potential rise in threshold on the right atrial (ra) lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).